Manufacturer narrative:
Concomitant medical products: product ID 74001, lot# n273762, implanted: (B)(6) 2011, product type: adapter. Product ID 37092, lot# 267130002, implanted: (B)(6) 2011, product type: accessory. Product ID 7495-51, serial# (B)(4), implanted: (B)(6) 1998, product type: extension. Product ID 37752, serial# (B)(4), product type: recharger, product ID 37743m serial# (B)(4), product type: programmer, patient. Product ID 3487a, lot# l52427, implanted: (B)(6) 1998, product type: lead. Product ID neu_unknown_lead, product type: lead. (B)(4).

Event description:
It was reported that the patient threw up and that their implantable neurostimulator (ins) would shock them in the stomach. The reporter stated that this occurred a long time ago and no additional details were provided. The indication for the device was noted as spinal stenosis. Further follow-up is being conducted to obtain further details, interventions and an outcome. If additional information is received, a follow-up report will be sent.